Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had bent in the insertion tube, broken rod lenses and no clear image. The event occurred during inspection for use. There were no reports of patient harm.